Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688t competitor implantable pacing lead (B)(6) 2005; 342397 competitor implantable defibrillation lead (B)(6) 2005. (B)(4).

Event description:
It was reported that there is oversensing on the pace/sense portion of the right ventricular lead consistent with lead to lead interaction. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the lead was capped and replaced.